Event description:
The company representative on behalf of the customer reported, the gastrointestinal videoscope exhibited reduced angulation. Pre-use inspection was performed. The frequency of usage was once a day. The cleaning, disinfection and sterilization was performed using oer-3 reprocessor. The device was returned and an evaluation at the repair center revealed presence of foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material was adhered to the scope. The customer reported that the foreign material was lens cleaner, gascon and baking soda. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The endoscope was submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Air water nozzle was flushed with detergent. An evaluation of the returned device confirmed the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. There were few additional findings. Due to a scratch on distal end, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. There was an abnormal sound produced due to damage on right/left knob. The bending section cover had a scratch. Adhesive on bending section cover had a chip. Light guide (lg) bundle was slipping down. Lg lens had a crack. Adhesive around lg lens was peeled. Connecting tube had a dent. Connecting tube had a wrinkle. Due to slipping out of lg bundle, illumination was uneven. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted to report the combination devices used during the malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿[inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.